Event description:
It was reported during a routine generator replacement procedure, lead damage was observed below and very close from the connector. An electrosurgery was performed to free up the lead and the lead was repaired with medical adhesive. The physician plans on having the patient return for routine follow-up and the patient left the procedure in good condition.